Manufacturer narrative:
(B) (4)the sample is not available.

Event description:
This is a case report received by baxter (B) (4) from (B) (6). It was reported that on (B) (6) 2010 a half day infusor 5 ml/h with 45 ml local anesthetic already mixed in the pharmacy, over infused. The user was an experienced user of this device (filling, priming, etc.). The anesthesiologist's assessment is that the epidural analgesia (eda) catheter was accidentally placed intrathecally, and he subsequently changed the solution to bupivacaine 1.25 mg/ml at an infusion rate of 2 ml/h. The patient got the pain relief she needed until delivery, and all was well. The solution used in baxter's epidurals is delivered from the hospital pharmacy in 50 ml bottles. Its concentration is 1 mg/ml bupivacaine and 0.5 microgram/ml sufentanil. The dilutant is normal saline, and 5 ml of the solution was administered epidurally as a bolus before the infusor (at 5ml/h) was connected. At that time, there was no suspicion of intrathecal placement. The midwife and the anesthesiologist in question were both present when the tape with the measuring scale was attached to the infusor. They both checked that there was 45 ml in the infusor when it was connected. Ten minutes later, the patient complained about dizziness, and her blood pressure had dropped to 80/45 (baseline bp 125/60). They disconnected the epidural infusion, administered ringer's solution and ephedrine 5 mg intravenously. The patient's blood pressure rose and stabilized in 10-15 minutes, but the patient still felt nauseous and tired. When they examined the infusor, the persons present deduced that 5 ml had been infused since the infusor was last checked. The physician has not been able to confirm how long after the disconnection they checked this, or if the infusor was luer-locked immediately after the disconnection. The anesthesiologist on call and the midwife visually inspected the infusor for 15 minutes and about 2ml left the infusor during this time, estimated by looking at the measuring tape. That would be 8 ml/h (with normal saline as the dilutant). The anesthesiologist present considered the motor block achieved as significantly greater than expected. His interpretation of the situation is that the catheter was placed intrathecally, and according to him that would explain all the patient's symptoms. There was no impact on the baby attributable to what happened in the afternoon. The epidural was placed at 3:55pm, and the baby was born at 12:44am the following night with a vacuum extractor, and had apgar scores of 7-8-8. Afterwards the patient was stabilized and there were no injuries. The sample is not available for evaluation.